Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous left external iliac artery. The 6.0-40mm, 80cm, wanda pta balloon dilatation catheter was advanced to the lesion. The balloon was inflated to 15 atmospheres on the first inflation. Upon the second inflation, the balloon ruptured at 15 atmospheres. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was reported as "good". This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).